Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00534, 0001822565-2017-01675 and 0001822565-2017-01676.

Event description:
It was reported that the patient was revised four months post-implantation due to pain.

Manufacturer narrative:
Concomitant medical products: tibial tray, catalog#:unk, lot#:unk; bearing, catalog#:unk lot#:unk; patella, catalog#:unk, lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00534, 0001822565-2017-01676, 0001822565-2017-07517.

Event description:
It was reported that the patient began experiencing recurrent pain approximately six (6) months following a knee arthroplasty revision. No further information available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported under the correct MDR 3007963827-2017-00277.